Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - product evaluation in process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the pen needles sometimes did not dispense the insulin or dispensed only half the dosage. Customer also reported that the pen needles are too tight on her injection pens and after being used the needle looks bent. Customer is using both compatible and non-compatible product. Per the customer the package had not been open or damaged when received. Customer stated that she had used 50 or more of the pen needles. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.